Manufacturer narrative:
The reported events of no capture and no signal in vectors m3 to p4 were not confirmed. As received, a complete is4/df4 psa molded connector sleeve was returned for analysis in one piece. Electrical testing verified conductor continuity on each tested sleeve. Visual examination of the molded connector sleeve did not find any anomalies.

Event description:
During implant, threshold testing was performed on the left ventricular lead. There was a loss of capture noted at the m3 to p4 vector. The suture sleeve was exchanged and the issue was resolved. The patient was in stable condition.